Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the fifth in a series of five consecutive product problems with the same patient. The first, second, third and fourth have been reported under MDR # 1036844-2016-00181, 1036844-2016-00182, 1036844-2016-00183, 1036844-2016-00185.

Event description:
Information was found during the maude event website search. It was reported that on (B)(6) 2016 the patient arrived in the emergency department coding with minimal vascular access available. Multiple IV attempts. Physician made multiple central line attempts to gain central venous access. Each attempt resulted in a kinked guide wire. The physician had to pull the equipment out of the patient and reattempt.